Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that an adhesive issues event occured on (B)(6) 2026. The patient reported infusion set patch did not stick upon insertion. No further information available.